Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that intermittent ongoing occlusions alarms occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.